Event description:
It was reported that during an unk procedure, the device did not fire properly. It partially fired and the staples were malformed. It was not reported what was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the reload was returned in good visual condition. The reload had the swing tab in the locked position, and the proximal six driver up without staples; the remaining drivers were down with staples present. The swing tab was reset and the reload was loaded into a test device and tested for functionality; the device fired, cut and formed all the remaining staples as intended. Based on the information provided and on the analysis results, it could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.